Event description:
The pt received two implants, a regular nasal shell and a nasal sheet in 2004. The pt appeared to be rejecting the implant immediately after it was implanted. The pt had two surgeries prior 4 months later when the implant was removed. When the implant was removed, the doctor stated that the infection appeared to be underneath the implant. The implant was cultured by the physician and the results were methicillin-resistant staphylococcus epidermidis.